Manufacturer narrative:
Device is a combination product.

Event description:
(B)(4) clinical study. It was reported that in-stent restenosis and atherosclerosis occurred. In (B)(6) 2014, the patient presented with unstable angina. Subsequently, the index procedure was performed on the same day. The target lesion #1 was located in distal left circumflex (lcx) artery with 80% stenosis, and was 24mm long with reference vessel diameter of 2.2mm. The target lesion was treated with pre-dilatation and placement of 2.25x24 mm promus element plus drug-eluting stent, resulting in 0% residual stenosis. Three days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2018, the patient was diagnosed with coronary atherosclerotic heart disease. The patient was hospitalized on the same day for further evaluation and treatment. On the following day, coronary angiography was performed which revealed 85 % of stenosis at the previously treated lesion. On that same day, in-stent restenosis was noted in distal lcx artery which had previously placed study device that was treated with percutaneous coronary intervention. Following intervention, residual stenosis was 0%. Four days later, the event was considered recovered/resolved, and the subject was discharged home.